Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf device code a0401 captures the reportable event of catheter break. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found no damages or evidence of catheter break however, the device returned without the rx tunnel. A media inspection was performed on the photos provided by the customer and shows that the rx tunnel was detached. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon rx tunnel detachment was confirmed however, the reported event of catheter break was not confirmed. It is possible that the rx tunnel detached occurred due to procedural factors such as excess of force, pressure or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the problem found. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
Note: this report pertains to a hurricane rx dilatation balloon and naviflex rx delivery system used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon and naviflex rx delivery system were attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the rx tunnel (black segment or sheath) of the balloon detached inside the scope and a plastic stent got stuck inside the rx tunnel that detached. A photo of the device was provided by the customer and showed that the rx tunnel of the device was detached. The customer reported that the catheter broke and consequently reported that no pieces of the device detached inside the patient. The procedure was not completed due to this event and was reported to be rescheduled. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to a hurricane rx dilatation balloon and naviflex rx delivery system used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon and naviflex rx delivery system were attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the rx tunnel (black segment or sheath) of the balloon detached inside the scope and a plastic stent got stuck inside the rx tunnel that detached. A photo of the device was provided by the customer and showed that the rx tunnel of the device was detached. The customer reported that the catheter broke and consequently reported that no pieces of the device detached inside the patient. The procedure was not completed due to this event and was reported to be rescheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf device code a0401 captures the reportable event of catheter break.